Manufacturer narrative:
The device was evaluated by the returns department which found that there was no manufacturing defect found.

Event description:
Because of the amount of negative degree of the 5 units, I am leery they all have the same issue as the one that is currently in the clients home. So yes, its because of the negative degree angle of the rear casters.

Event description:
Because of the amount of negative degree of the 5 units, I am leery they all have the same issue as the one that is currently in the clients home. So yes, its because of the negative degree angle of the rear casters.

Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.